Event description:
It was reported that after interrogation, the device was found to be in back-up mode (bvvi) due to bit flip. Technical support was contacted and a software reset was performed to resolve event. The patient was stable.